Manufacturer narrative:
The hill-rom technician found the external alarm needed to be replaced. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Run the head and hilow sections to the full upper and lower limits to ensure proper function of the limit switches. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the right side rail assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the head section would self run up and the hilow would self run down when the bed was plugged in. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).